Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer removed drawers from the main station chassis and inspected the rear of the drawer components engineer, reset all cable connections and checked all components for where or damage. After reinstalling the drawer back in the main station chassis, the pixie bus cable was reattached and the station restarted to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawer not detected on bus. The customer reported that this malfunction occurred during the dispensing of medication to patients and remove medications from another station. There were no adverse events or injuries reported based on this event.